Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. According to the clinician the trend has been consistently low. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted (B)(6) 1997. (B)(4).